Event description:
A healthcare professional reported that nm-f6110 lot#9000525 implant lacked primary stability due to low torque on tooth #18. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has autoimmune disease. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
The DHR was reviewed for lot#9000525 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
UDI related data quality updates only.